Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the touchscreen was out of calibration. The keyboard was broken, the paper tray was empty, and the release handle was missing. The cord bay latches, lower hinge plate cover and right upper hinge were broken. The lower bullets, radiofrequency (rf) head anti-slip layer were worn. The rf head light emitting diode (led) window was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error when powered on. The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.